Event description:
A laparoscopic tubal sterilization with fallopian tube clips was being done. When physician inserted a clip in the pt, it would not re-open for application to fallopian tube. A clip from another lot number was then used with no difficulty and this procedure was then completed. No pt problems were reported.